Event description:
It was reported that following an advance implantation, the patient experienced recurring incontinence however, the reported incontinence was not greater than baseline. Additional information received indicated that no intervention has been performed. The patient has bladder neck stricture and was "not ideal candidate due to radiation and bladder neck contracture that reoccurred" and the revision surgery was aborted. No further surgery scheduled until the problem can be taken care of. No additional patient complications have been reported in relation to this event.